Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had an issue with the sensor and inaccurate readings. Customer was hospitalized on (B)(6) 2014 with a blood glucose level of 384 mg/dl. Customer stated that he had a headache due to elevated blood glucose levels. Customer has a back-up plan and has treated. Customer's blood glucose levels were not coming down. Customer is unsure of the cause of hospitalization. Customer stayed 2 days in the hospital. Customer's blood glucose level went up to 500 mg/dl and then within 15 minutes, it dropped to 50 mg/dl where he became unresponsive and had to be treated with glucagon. Customer stated that his blood glucose levels rise regardless of what he eats. Customer changed the site when he got home. Customer has had no delivery alarms. Pump settings were found to be correct. Tubing clamp will be sent to finish high pressure test. Troubleshooting was performed for the differences between sensor glucose and blood glucose readings. No further assistance needed.